Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient experienced withdrawal and a subsequent catheter revision was done. The patient initially believed the pump had "failed" as he had underwent multiple device revisions in the past 10 years (see manufacturer report numbers; 3004209178-2013-03055, 6000030-2005-00758, 3007566237-2010-04100). The patient was scheduled for a revision on (B)(6) 2013, at which time it was believed there would be a pump replacement. The patient was in withdrawal as of the report date. It was then reported that a dye study was done a few days prior to the report date which indicated the pump was working, however, the pump was "not feeding" the drug and there was "nothing going thru the catheter." It was later reported that the revision took place, but that the withdrawal was due to the catheter and at the revision the existing pump remained implanted and the catheter was replaced. The specific catheter issue was not reported. It was then reported that as of (B)(6) 2012, the patient was doing better since the catheter replacement and the dosing was being adjusted appropriately. The drug being delivered via the device was bupivicaine and morphine. A follow-up report will be sent if additional information becomes available.